Manufacturer narrative:
The hillrom technician found the external alarm needed to be replaced. Per the hillrom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hillrom user manual, if the bed exit alarm does not arm and all three mode indicators are flashing, remove the patient and zero the bed exit system. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on apr 28, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the reported event. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed exit was not alarming. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).